Manufacturer narrative:
(B)(4).the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The alarm log review and functional testing revealed that the device had presented an f-38 alarm. The cause of the condition was determined to be force sensing resistors (fsrs) that were out of specification. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. A service history review revealed that the device has had repetitive failures related to f-38 alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump presented the f-38 alarm. This occurred before patient use. No additional information is available.